Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that fluid got into the pump causing the pump to become unresponsive. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 230 mg/dl.